Manufacturer narrative:
The company service representative examined the system and could not replicate the reported event. Unrelated to the reported issue, the account representative found an illuminator issue. The illuminator module was replaced to resolve the issue. The system was then tested and met all product specifications. The illuminator module was received and tested. The illumination issue was found to be the attenuator printed circuit board (pcb) was nonconforming. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem as related to reported event therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility health administrator supervisor reported that an ophthalmic operating system laser exhibited low output from one port. Procedure details information is unknown. There was no report of any patient harm. Additional information has been requested. Additional information received further clarified that the low laser output issue occurred during a vitrectomy surgery and was resolved when the laser device was switched to a different console port. It was confirmed that there was no harm to the patient and the procedure was successfully completed.